Manufacturer narrative:
Tracking #.45478. Device not returned for analysis.

Event description:
It was reported during a right upper lobectomy the stapler was fired on lung tissue and the doctor observed open staple legs on the staple line, causing him to oversew to ensure hemostasis. A new tct75 was opened to finish the transection. There was no consequence to the pt.